Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had an error "invalid transition code" in the error logs lvp8100 sn (B)(4) he would like to know what to do. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I advised (B)(6) to set up basic infusion run it over night. If the error comes up, he will re-flash software on the lvp. If he could not replicate the error, (B)(6) will complete pm on the pump and put it back in circulation. (B)(4).